Manufacturer narrative:
The actual complaint product was not returned for eval. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(6) has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(6) complaint database and identified as complaint (B)(4).

Event description:
(B)(6) received a report from the (B)(6) stating there have been "repeated occasions of tube blocking, it has had 18 admissions over the last year with either blocked tube needing changing or unblocking". This event is being reported due to lack of info received regarding the event. Additional info has been requested but not yet received.